Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00351. It was reported the pt ((B)(6)) was experiencing inadequate stimulation coverage. An x-ray revealed both of the pt's percutaneous leads (from different lots) had migrated. Surgical intervention was undertaken to address this issue. During the procedure, a visible break was observed in one of the devices near the proximal end of the anchor. As such, the fractured lead was explanted and replaced; however, to facilitate extraction, the lead in question had to be cut. The remaining original lead was repositioned. Effective stimulation was recaptured for the pt following the surgery. Since it is unk which lead was replaced, both devices are being reported as explanted.